Event description:
It was reported that the patient experienced central staining with 1+ sub-epithelial haze, central haze, debris in interface, epithelial ingrowth and epithelial irregularities under bandaged contact lens (bcl) in left eye following laser vision correction surgery. The account mentioned that patient had flap created with a microkeratome (non-abbott product) and at one day post op thin flap was noted and that at 19 days buttonhole was noted. Post ¿ operative information: 1 day, thin flap os, os: central staining, 1+ sub-epithelial haze, visual acuity (va): od: 20/20- os: 20/40; 5 days, thin flap os, os: central haze, visual acuity: od: 20/20 os: 20/80;

Manufacturer narrative:
(B)(4):15 days, debris in interface os epithelial ingrowth os, os: debris in interface, epithelial ingrowth, visual acuity: od: 20/20 os: 20/70-; 16 days, os: epithelial irregularities under bandaged contact lens (bcl), no ingrowth; 19 days, buttonhole, os: irregular epithelium under bcl, no ingrowth, visual acuity: od: 20/25 os: 20/100-; 23 days, interface haze, interface debris at 4:00, os: interface haze, interface debris at 4:00, visual acuity: os: 20/100; 29 days, os: less debris in interface, much clearer slight ingrowth, visual acuity: od: 20/20 os: 20/70; 1 month 13 days, os: 2mm ingrowth inferior temporally, visual acuity: od: 20/20 os: 20/40+; 2 months 10 days, os: 1mm ingrowth temporally, visual acuity: od: 20/20- os: 20/25-1; 4 months 11 days, visual acuity: od: 20/20- os: 20/20. During follow up with the account on (B)(6) 2014 they reported that patient had flap reloated and episcrape in left eye back in (B)(6) 2014. Instructed to use zymaxid, pred forte, acular and lyrica till contact lens removal. Then pred forte till (B)(4) 2014. (B)(4) - the clinic is reporting this adverse event only and did not request or require field service. Information was discussed with the account and the following was recommended to the surgeon: use an instrument detergent with distilled water as opposed to cleaning his instruments with tap water. Empty reservoir in sterilizer nightly. Stop using talc free gloves. Use non-fragmenting lasik sponge. More aggressive use of topical steroids when the diagnosis of dlk is made consider using different microkeratome (currently using moria one use). There is no evidence to suggest the etiology of the dlk is related to the s4 ir system. All pertinent information available to abbott medical optics has been submitted. Placeholder.